Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 25mm aortic valve was explanted after an implant duration of three years, nine months, due to mild to moderate aortic stenosis. Echo at three years post implant showed "neo-aortic valve stenosis, moderate leaflets look poorly mobile and echobright. The gradient across the valve is at least 50 mmhg. Neo-aortic valve regurgitation. Small jet of aortic regurgitation near the septal edge of the device; mechanism not delineated. Aortic valve gradients- peak 53 mmhg and mean 32 mmhg." The explanted device was replaced with an unknown valve. The patient also underwent pulmonary valve replacement during the procedure.

Manufacturer narrative:
The product was returned for evaluation. Customer report of aortic stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets. The wireform was observed to be intact however distorted. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around the valve circumference, and exposed the wireform at the inflow aspect. Serrated markings were observed on leaflets 1 and 3 near commissure 1, and on leaflets 2 and 3 near commissure 3. Leaflet 2 had two tears of approximately 6mm and 2mm near commissure 3; serrated marking were observed near the tears.

Event description:
Edwards received information that a 25mm aortic valve was explanted after an implant duration of three years, nine months, due to mild to moderate aortic stenosis. Echo at three years post implant showed "neo-aortic valve stenosis, moderate leaflets look poorly mobile and echobright. The gradient across the valve is at least 50 mmhg. Neo-aortic valve regurgitation. Small jet of aortic regurgitation near the septal edge of the device; mechanism not delineated. Aortic valve gradients- peak 53 mmhg and mean 32 mmhg." The explanted device was replaced with a 25mm valve. The patient also underwent pulmonary valve replacement during procedure. A tee performed showed the aortic valve was well seated and appeared to be functioning well. The patient was discharged home on pod #6 in improved condition.

Manufacturer narrative:
Customer report of aortic stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets. The wireform was observed to be intact however distorted. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around the valve circumference, and exposed the wireform at the inflow aspect. Serrated markings were observed on leaflets 1 and 3 near commissure 1, and on leaflets 2 and 3 near commissure 3. Leaflet 2 had two tears of approximately 6mm and 2mm near commissure 3; serrated markings and calcification were observed near the tears.